Event description:
We received a report concerning a (B)(6) female patient who was reportedly diagnosed with a fungal infection while including private label multipurpose solution in her lens care regimen. The patient reported she experienced a foreign body sensation and pain in her right eye. She sought medical treatment, a culture was obtained. She indicated that it was (B)(6) for (B)(6). She began treatment with natamycin, vigamox and voriconazol (both orally and eye drops). The patient indicated that the bottle of multipurpose solution had been open for 5-6 months prior to the onset of symptoms. She wears her acuvue oasys lenses on an extended wear basis, removing them weekly to clean them. She uses fresh solution in the lens case and performs a rub and rinse step prior to storing them overnight. She does not rinse the case with tap water but discards the old solution in the lens case and caps it up (not allowing it to air dry). The patient remains under treatment at this time.

Manufacturer narrative:
Device is now expired; no testing will be performed. Batch records were reviewed and found to be within specifications.